Event description:
It was reported the patient heard of another spinal cord stimulation patient who¿s device got ¿fried¿ and damaged after passing through security screening device. The patient didn¿t know the person¿s name, device information, or when it occurred. The patient thinks the person¿s doctor was dr. (B)(6) (who is also the patient¿s doctor) and that the person¿s device was older. The patient didn¿t know any other information regarding this, because it was her husband who spoke about it with the other patient¿s husband. The patient reported the manufacturer representative was aware of event being reported. No patient symptoms reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
The aware date and date manufacturer received should have been 2015-may-13 on the initial report.

Event description:
It was reported the patient heard of another spinal cord stimulation patient who's device got "fried" and damaged after passing through security screening device. The patient didn't know the person's name, device information, or when it occurred. The patient thinks the person's doctor was dr. (B)(6) (who is also the patient's doctor) and that the person's device was older. The patient didn't know any other information regarding this, because it was her husband who spoke about it with the other patient's husband. The patient reported the manufacturer representative was aware of event being reported. No patient symptoms reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID neu_ptm_prog, serial # unknown, product type programmer, patient; product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).